Event description:
I had medtronic spinal cord stimulator device (model number 97715 and serial number (B)(4) implanted on (B)(6) 2019 at (B)(6) hosp in (B)(6). I had an infection following surgery with uncontrolled fevers accompanied by inflammation and heat at the surgical site, which required readmission by my surgeon to the (B)(6) hosp on (B)(6) 2019 for administration of IV rocephin and ceftazidime. I was discharged on (B)(6) 2019 with instructions to take 10 days of keflex antibiotics. Forty-eight hours after discharge, I had uncontrolled fevers to 103.4 degrees. The surgeon asked me to return to the hosp and to be followed by my primary care physician. I was sent to the emergency dept of (B)(6) hosp in (B)(6) on (B)(6) 2019. I was administered IV antibiotics and my oral antibiotics were changed upon discharge. The medtronic spinal cord stimulator device is not working to reduce pain. The medtronic rep, (B)(6), has made several statements that were false. She failed to show up at the surgeon's office to turn the device on. Instead, a substitute rep, (B)(6), attempted to perform an examination and initial programming session in the waiting room in the presence of other pts. Six wks later, on (B)(6) 2019, at the scheduled post-operative visit to the surgeon, medtronic rep, (B)(6), failed to show up again to program the device. As a result, I now have an implanted device, the implantation of which, has caused infections, complications and two post-operative hosp visits. The implanted device is not working and I am unable to reach anyone at medtronic to resolve the problems with the programming. FDA safety report ID#: (B)(4).